Event description:
User reported there were issues with the superdimension system detecting the location board. After some troubleshooting they determined the location board tail on the location board may need to be replaced. The pt was under general anesthesia and the case could not be completed with the superdimension system. It was reported that there was no harm or injury to pt.

Manufacturer narrative:
On august 20, 2009, a superdimension employee was at the site to check the system and reported that a component of the superdimension system needed to be replaced, the location board tail (cable). After replacing the location board tail, the system functioned appropriately. The location board tail was returned for analysis and the analysis confirmed that the tail had failed. The tail has a broken wire.